Event description:
It was reported that the pt states that approx 7 months ago in the (B)(6) 2012, he began experiencing a dull ache in the left hip at the implant site. He also states that he has a significant loss of range of motion in his left hip and leg. The pt states that he can no longer bend over to put on socks and tie his shoe laces. He was able to perform these activities prior to (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted; however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.